Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced high vault, blurred vision, significant reduction of irido-corneal angles, shallow ac, additionally it was noted there was an air bubble in the ac, and there were mild descemet folds of cornea where bubble is in contact. Right nasal very shallow, almost corneal iris touch. There was rotation with lens repositioning.